Event description:
It was reported the bd intima-ii 24gax0.75in prn slm catheter broke. The following information was provided by the initial reporter; at 14:30 on (B)(6) 2023, the nurse removed the indwelling needle from the scalp vein of the child and found that the indwelling needle hose remained in the blood vessel of the child's forehead.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that (B)(4) is duplicated with (B)(4). This MDR will be voided.

Event description:
(B)(4) is duplicated with (B)(4).